Event description:
It was reported that a pump alarmed that the slide clamp was loaded when it was not. The customer stated that the keyhole was leaned and the alarm still occurred. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The evaluation was able to confirm and reproduce the slide clamp alarm. It was determined that the alarm was caused by a reversed keyhole assembly due to an external influence. The keyhole cup was corrected and the unit functioned expected.